Event description:
Reporter indicated a vns therapy patient, who is enrolled in a study, attempted suicide in 2009, but they were not informed of the event until 3 months later. The pt cut her wrist and subsequently requested her physician check her into a psychiatric facility. The suicide attempt was classified by the physician as a minimal threat to life, and possibly related to vns therapy. No interventions were taken because the pt was no longer suicidal when she reported the event to the study coordinator. The pt had a pre-existing history of suicide attempts. Diagnostics have not been performed on the pt's vns therapy system, and programming or medication changes did not precede the suicide attempt. A battery life calculation revealed the pt's vns generator is 6.42 years until the elective replacement indicator reads "yes."